Event description:
It was reported that the device was used during an unknown procedure. It was reported that the clips would not close. No further info is available. Another device was opened to complete the case. There was no consequence to pt.